Event description:
It was reported that when the devices and reload cartridge were used during a laparoscopic assisted vaginal hysterectomy, the first device fired fine, when the device was reloaded the staples fired, but the tissue was not cut. A 2nd device was the used and the same thing happened, but only occurred on the first firing. Another device was used to complete the case. There was no consequence to the patient.